Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ping enhanced meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began in the morning between 6-7am 2-3 months prior to contacting lifescan. The patient reported obtaining blood glucose readings of ¿33.3 and 5.1 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. It is not known how the patient manages his diabetes or if he made any changes to his usual diabetes management routine as a result of the alleged inaccurate results. The patient reported that an unknown time prior to the start of the alleged issue, he developed a symptom of ¿extreme hunger.¿ the patient denied receiving any treatment in response to the symptom. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of hyperglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.